Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien troubleshoot this issue with the customer over the phone and was advised to replace the air flow sensor. The customer reported to have replaced the air flow sensor and the ventilator passed all testing.